Event description:
(B)(4). I went to the bathroom to change out my tampon, and I found the essure coil caught in my tampon, I already had my period for the month of june with heavy blood clots in the stool and on my tampon. And now the coil came out, went to e.r. To make sure their wasn't any fragments, I have pictures of the coil in my tampon, I just can't post them.